Event description:
It was reported that exit block and high capture threshold were observed during a follow up visit. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.